Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad button symbols were found to be worn. Evaluation revealed that the ok keypad button was intermittently responsive. The ok button was found to be inverted and did not spring back or click back normally. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. Ok button is the worst. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.